Event description:
It was reported that patient with the cardiac resynchronization therapy defibrillator (crt-d) device was going to be in magnetic resonance imaging (MRI) mode, however, this left ventricular (lv) lead exhibited high out of range pacing impedances. Technical services (ts) reviewed and stated to make sure if there was any lead fracture and recommended to verify with the cardiologist. Further it was up to the cardiologist to proceed considering this would be off-label use. This lv lead remains in service. No adverse patient effects were reported. Additional information received indicated that when attempting to program the device into MRI protection mode, a message was received stating that the lv lead impedance was out of range in at least one pace vector. Further inspection revealed that 7 vectors had impedances ranging from 2,149 to 2,752 ohms. Ts was contacted and their recommendation was to call the doctor and advise an x-ray. An approval was received, and MRI was performed. No adverse patient effects were reported.

Event description:
It was reported that patient with the cardiac resynchronization therapy defibrillator (crt-d) device was going to be in magnetic resonance imaging (MRI) mode, however, this left ventricular (lv) lead exhibited high out of range pacing impedances. Technical services (ts) reviewed and stated to make sure if there was any lead fracture and recommended to verify with the cardiologist. Further it was up to the cardiologist to proceed considering this would be off-label use. This lv lead remains in service. No adverse patient effects were reported.